Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) and went to the hospital. Reportedly, the reason for the low bg was unknown. The customer reported having broken her shoulder and having a seizure. While at the hospital, the customer was only able to recall receiving a sling for the broken shoulder and was unsure of any other treatment. The customer reported leaving the hospital on (B)(6) 2018 in stable condition. Additionally, it was reported that a malfunction alarm occurred. The customer's bg was 413 mg/dl. Customer was successfully able to reset the pump and clear the alarm.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User made bolus requests without entering current bg level, and during one of the requests still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.